Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h6, h11 attempts have been made to gather all available product identification. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: france. G2: literature: choon chiet hong, christel charpail, charles kon kam king, and stephane guillo 2024. All-inside endoscopic classic brostrom--gould technique. The american journal of sports medicine, 2024;52(13):3330¿3338. Doi: 10.1177/03635465241285892. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. He investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, the patient reported at a follow up visit on an unknown date that they were having recurrent instability along with pain, swelling, and restriction of activities. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.